Event description:
During troubleshooting for a check lines and bags alarm during dwell 5 of 5 on the homechoice (hc),the home patient (hp) stated he connected and disconnected to prime again and that is why he ran out of solution. The technical service representative (tsr) suggested the hp should not have primed with the flexi cap on the patient line and should have started over with new supplies. The hp refused to end therapy and disconnect. The hp wanted to let the fluid dwell and drain then end therapy. The hp had gone to end of therapy and would do a manual drain when he was ready. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted. (B)(4) and 510k number will not be provided in the because the product and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product is confirmed because reusing single-use supplies is a use error that can cause contamination. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.